Event description:
It was reported that the latitude system had a high impedance alert. The low energy impedance was greater than 200 ohms. The clinic stated they had been aware of the impedance going up. The device has not been beeping. The clinic will monitor for now. There were no known adverse patient effects. The system remains implanted.